Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was over 600 mg/dl and 469 mg/dl. It was reported that they changed the set in the morning and had high blood glucose readings all day and received an insulin flow block message. It was reported that the customer changed the tubing and still continued to go high and finally changed the entire set and was able to go down into the 500 mg/dl. The customer was advised to call back if issue continues. The insulin pump will be returned for analysis.